Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, when the trapezoid basket was tested by opening and closing basket, the tip of the basket detached prematurely. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was retracted. The basket tip was not present and was not returned for analysis. The evaluation concluded that the tip of the basket could have been detached as a normal factor of the procedure since the trapezoid rx wireguided retrieval basket has been designed with this characteristic. Since the complaint is due to known effects of the procedure noted within the directions for use, the most probable root cause is "anticipated procedural complication". A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, when the trapezoid basket was tested by opening and closing basket, the tip of the basket detached prematurely. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.